Manufacturer narrative:
Date sent to the FDA: 11/16/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/20/2021 additional information: a1, a2, b7 additional b5 narrative: it was reported that the patient experienced obstruction following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2008 and mesh was implanted during which the surgeon noted the left edge of the fascia was separating from the mesh, as well as one segment of the bowel that was stuck to the mesh and was very friable. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the small bowel to be densely adherent to the mesh, resulting in a resection of the portion of the bowel and mesh attached to it. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2008 which is captured in a separate file. No additional information was provided.